Event description:
It has been reported that the system did not start on the allura xper fd20 system. No harm has been reported. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting on. Review of the log file confirmed the reported malfunction. The fse identified that the m cabinet source was faulty. There was a communication error between the m cabinet components, the host pc and ippc (image processing pc) cpus and the hard drives. The fse replaced and installed the power supply unit to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.